Event description:
There have been multiple occasions over the last 4 years when the stryker bed has malfunctioned. Welds have broken, pt's have been stuck in the wrong position, casters were inadequate, etc.